Event description:
A user facility submitted a repair request to olympus, for the endoeye flex deflectable videoscope exhibiting blurred image quality or darkened during angling operation. Upon inspection and testing of the customer returned device, the device image disappeared when the image was angled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation there was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section adhesive chipped, and device image disappearing during angulation. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector or the system. Olympus will continue to monitor field performance for this device.